Event description:
It was reported that the customer received a no delivery alarm after a battery change. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Pump was received with no delivery error alarm after battery change due to broken solder joint. Unit passed self test and no unexpected signal too low alarm noted. Unit had scratched lcd window and cracked reservoir tube lip.